Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had damaged screen which made it illegible. The patient's blood glucose level was unknown at the time of the incident. Reportedly, the case is rubbing the lcd screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device received with severely scratched display window. Device passed displacement test.

Manufacturer narrative:
Pump received with severely scratched display window. Pump passed displacement test.